Event description:
It was reported that the attachment was not working. It was reported that there was no patient impact reported.

Manufacturer narrative:
H3: product analysis:evaluation could not confirm the customer allegation and there was difficulty in insertion / lock of bur. The l ikely cause of the failure was due to distal bearings being detached. It was noted that the laser markings and color ring were faded and tube was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.